Event description:
The equipment may have caused patient burns. About an hour after the procedure was done, the patient complained of pain on the right thigh. The staff noticed a burn on the left lateral thigh. The patient was under anesthesia and was lying on a operating table with stirrups. It is suspected that the burn was caused by skin contact with the stirrups.